Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000270733 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The clinician states during the harvest they were wiping off the lens of scope with gauze and a thread caught the heating wire which partially separated it from the jaws. Case was finished with another device. No patient was harmed.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop: device discarded